Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, and the customer was instructed to call back if any malfunction code recurs; the caller acknowledged and understood the instructions, and it was concluded that the customer may continue to use the pump.